Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for non-malignant pain and failed back surgery syndrome. The patient had 3 separate issues in the past ranging from 1998-2005. No patient symptoms were reported. Additional information was requested from the healthcare provider (hcp) regarding device information, to clarify the past issues, when the issues occur, troubleshooting performed, if the cause was determined, and any actions/interventions required to resolve the issue. If additional information is received, a follow-up report will be submitted.